Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the mildly tortuous, moderately calcified and 85% stenotic left anterior descending artery. The physician advanced the 2.0 x 20 mm maverick balloon to the lesion and attempted to inflate the balloon, but it did not inflate "at all", so the physician removed it and found that the balloon was burst. The device was "removed from the patient without complication". The procedure was successfully completed with another 2.0 x 20 mm maverick2 balloon and the deployment of a non-bsc stent. Patient status is reported as "good".